Event description:
Unit was cut and capped due to a report of the epicardial patch lead caused noise and oversensing. The associated lead and adaptor were cut and capped for the same reason. No further injury or complications associated with the event.